Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed the displacement test, the rewind test, the prime test, the basic occlusion test, the force sensor test, the occlusion test, the sleep current measurement test, and the active current measurement test. The power management graph was within specifications, however multiple power system error alarms were detected in the format history file, due to an intermittent non-sleep anomaly software error. An unexpected low level hardware failure alarmed during the self test due to moisture damage on the keypad traces. The insulin pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture, a severely faded serial number label, a slightly stained serial number label, a peeling end cap address label, corrosion in the battery tube, corrosion on the force sensor assembly, moisture damage on all electronic assemblies, and moisture damage on the motor assembly.

Event description:
The customer reported via phone call that he received a power error alarm every four hours. His blood glucose was unknown. He said that his batteries were draining very quickly. The pump was returned for analysis.